Event description:
Pt in or for laparoscopic cholesystectomy. Protective sheath on abdominal trocar failed to retract after insertion into abdomen. Blade advanced and penetrated the liver. This event required an open procedure and repair of laceration of liver. Pt is in ICU.